Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed to recover, and nothing was listed to recover. A field service engineer manually failed all the tower doors, and the customer was able to recover. Tested successfully in hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the screen was showing recover storage space. The customer reported that the nurses could not be able to get medication because it keeps showing recover storage space. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.